Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient receiving IV medication via carefusion infusion pump. After 35 mins the entire infusion completed. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm." It was reported an over infusion event and it was later found that the top hinge of the platen was broken. There was patient involvement but no harm.

Manufacturer narrative:
Correction : disregard the MFR report # 2016493-2023-140926. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2023-132499.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient receiving IV medication via carefusion infusion pump. After 35 mins the entire infusion completed. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm.". It was reported an over infusion event and it was later found that the top hinge of the platen was broken. There was patient involvement but no harm.